Event description:
Neopuff infant resuscitator. "Problem with pressure gauge. When user taps onto gauge without flow or pressure, the reading goes up. Needle on the gauge is loose." No patient injury.

Manufacturer narrative:
We have requested that the complaint device be returned to the manufacturer so that we can investigate this malfunction further. This type of malfunction is detectable during user set up as per the operating instructions for the device.